Manufacturer narrative:
(B)(4), lot cf1028109, exp 10/01/2015. Reported in this complaint is currently under (B)(4). (B)(4) samples returned from lot cf1022207 are currently being investigated. When investigation is complete, a f/u with the results will be submitted. (B)(4) is currently under (B)(4) however, the reported lot is not included in this recall.

Event description:
Air bubbles forming in set and getting air in line alarms often. Sets were used for delivering tpn. Constant air bubbles forming in soft tubing segment of administration set. No injury was reported.